Manufacturer narrative:
Results: the penumbra smart coil (smart coil) was detached. The pet lock was separated on the proximal end of the smart coil pusher assembly. Conclusions: evaluation of the returned smart coil revealed that its pet lock was separated and the embolization coil was detached. This is likely a result of a successful detachment of the smart coil using a penumbra smart coil detachment handle (handle). Further evaluation revealed an ovalization on the distal tip of the non-penumbra catheter. It is possible that the embolization coil became stuck inside the ovalized portion of the microcatheter during the detachment process, which would likely contribute to the reported complaint that the coil was unable to be detached using the handle but subsequently detached inside the microcatheter. During functional analysis, resistance was experienced when advancing a demonstration smart coil through the ovalized portion of the non-penumbra microcatheter. Evaluation of the returned handle revealed no damage to the product. The handle was functionally tested on the lab test fixture and passed specification for both pull force and throw distance. No other devices associated with the complaint were returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are inspected during incoming inspection by quality to ensure all specifications are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed an initial coil and two new smart coils into the aneurysm using a non-penumbra microcatheter. The physician then deployed a new smart coil into the target location and attempted to detach it using a penumbra smart coil detachment handle (handle) but was unsuccessful. The tip of the smart coil kept retracting back into the microcatheter, about one centimeter inside the tip of the microcatheter. The physician then attempted to retract and remove the smart coil; however, the smart coil detached from its pusher assembly. Therefore, the physician removed the microcatheter with the smart coil inside. The procedure ended at this point because the physician confirmed through fluoroscopy that the existing coil mass was sufficient. There was no report of an adverse effect to the patient.